Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
Customer reported that her freestyle freedom blood glucose meter was giving her "wrong readings". She reported experiencing symptoms of hypoglycemia, including feeling dizzy, drunk and "had a seizure". She also reported obtaining two readings; 199 mg/dl and 378 mg/dl. It is unknown what the timeframe was between the readings, or if the readings were related to her medical event. The customer did not require third-party medical intervention, she made no changes to her diabetes medication and there was no delay in treatment, (she reported eating a salad).